Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Review of system log files shows multiple software units running on the host pc cannot connect to their hardware devices resulting in the malfunction. The customer rebooted the system and the issue got resolved. After rebooting, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system will not boot up. Philips has started an investigation of the complaint.